Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode when attempting to interrogate it. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.